Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon functional testing, rse found that that the flexvision pc was not starting. Rse rebooted the system. After reboot, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system will not start. No harm was reported to philips. Philips has started an investigation of this complaint.